Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient fell at home multiple times on (B)(6) 2023. It was suspected that the patient hit their head; the patient could not recall how many times they had fell. The patient later complained of a severe headache; the site recommended the patient see their primary care provider for the headache. A computerized tomography (CT) scan was performed that revealed a bilateral subdural hematoma. There were no changes to the patient's anticoagulation status that would have contributed to the event; the patient was noted to be on levaquin (levofloxacin) long term. The patient returned to the operating room (or) on (B)(6) 2023 for a right burr hole hematoma evacuation. The patient appeared to be doing well following the surgery, but later experienced neurological changes. The patient returned to the or on (B)(6) 2023 for a bilateral craniotomy. During this surgery, it was noted that part of the hematoma was stuck to the dura; during removal, part of the tissue was torn. Postoperatively, the patient's right side was limp, and they were aphasic. The patient had a progressive decline requiring a bilevel positive airway pressure (bipap) machine. The patient was noted to have a do not resuscitate status. The patient eventually went into respiratory and cardiac arrest and passed away on (B)(6) 2023. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6) and the reported events and patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, respiratory failure, stroke, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.